Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the high impedance, no capture threshold while using an algorithm, and a possible fracture were noted on the left ventricular lead while in the lv-4 pacing configuration. All other pacing configurations not involving the lv-4 were normal. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.